Event description:
It was reported that the patient had a neck CT scan due to a bad seizure. During the CT scan, it was noted that the patient had left vocal cord paralysis. The patient then saw an ent for a laryngoscopy, who again noted that the patient's left vocal cord was paralyzed. The patient's physician does not know when the patient's vocal cord became paralyzed as the patient reportedly has exhibited no symptoms. Because of the lack of symptoms, the physician believed it may be possible that the vocal cord paralysis was caused by surgery. He also reported that there was no planned interventions due to the lack of symptoms. The physician reported that the patient's system diagnostics were okay and that impedance was within normal limits. No additional relevant information has been received to date.